Event description:
A (B)(4) old male pt contacted lifecor customer support to report that he is receiving check belt/adjust belt messages. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary: electrode belt (B)(4) has been evaluated. The reported problem (adjust belt alarms) has been confirmed. Upon inspection, corrosion was found on the back of the ECG b pca, causing a short from the -5v line to ground. The root cause of the corroded ECG cannot be positively identified, but was likely liquid ingress. Once the pca was cleaned, the belt was fully functional. No adverse event resulted from the faulty electrode belt. The pt received a replacement electrode belt.